Event description:
Customer stated they are a reference lab using a sta-r evolution instrument with vwf activity part number 20004700, lot b11498. They have 4 samples that were verified as erroneous by an alternate method.

Manufacturer narrative:
This product lot number, b11498, is under recall action and is on file with the FDA as a class ii action (reference z-1519-2012). The customer had not received the recall notification at the time of the incident and has since received the notification and followed the necessary actions. Per the customer, no pt treatment or adverse events were involved with this complaint. Further, (B)(4) makes no claim for performance of this reagent on a non-il analyzer which the customer was using.